Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set filter cracked and leaked which resulted in the patient's PICC line clotting and having to be replaced. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set filter cracked and leaked which resulted in the patient's PICC line clotting and having to be replaced. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
The customer¿s report of the filter leaking was confirmed. Visual inspection of the set did not show any cracks on the filter or any other anomalies. Functional testing confirmed leaking from the filter outlet where the tubing and filter meet. The tubing was measured and found to be within specification. The root cause of the customer¿s report of leaking from the filter was insufficient solvent at the engagement between the filter outlet and tubing.

Event description:
The customer reported that the tubing set filter cracked and leaked which resulted in the patient's PICC line clotting and having to be replaced. There was no report of lasting harm caused to the patient.